Event description:
It was reported that during a service / maintenance (not in a clinical setting) the light source experienced a lamp failure. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer

Manufacturer narrative:
Updated fields: d8, h2, h6, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Therefore, a root cause could not be identified. Based on historical data, possible causes include material issues: deterioration. Thermal problems: overheating. Mechanical problems: stress, wear. Electrical problems: signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.